Event description:
The facility reported an infusion pump with a failure code 12:303. The facility rep stated that no pt incidents have been reported on this pump since the last baxter service event. It is not known when the reported event occurred. Additional contact info was requested regarding pt demographics, medication involved, or device programming, but none was provided.